Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that a u by kotex click regular tampon came apart during removal and pieces remained inside. She experienced immense pain and has sought medical assistance.